Manufacturer narrative:
D4 unique identifier (UDI) #: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis occurred. In (B)(6) 2024, the patient presented with stable angina. The patient was on a prior regimen of aspirin (greater or equal to 72hours). The 3.00 x 30 mm lesion located in the proximal left circumflex artery (lcx) was successfully treated with a 4.00 x 40 mm agent dcb with 20% residual stenosis and timi flow of 3. A lesion in the distal lcx was successfully treated using a 3.00 x 30 mm agent dcb. The patient was discharged on aspirin. In (B)(6) 2026, the patient was diagnosed with coronary artery disease. Coronary angiography revealed 99% in-stent restenosis (isr) in the distal lcx and revascularization was recommended. In (B)(6) 2026, the 99% isr in the distal lcx was successfully treated with balloon angioplasty and rotablation resulting in 0% residual stenosis and timi flow of 3.